Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter: after the procedure, it was confirmed that one needle was missing. An x-ray was used to search for the needle, but it was not found. At last, it was confirmed that there were needle pockets only for 4 needles. Therefore, it was concluded by the account that this resulted in only 4 needles having been contained originally. The last patient's status was reported as good . There was no reported tissue damage or bleeding and it was also provided that nothing fell into the patient's cavity. No bleeding. After asking for additional information from the account it was provided that no images of the reported condition could be provided however the used sample is expected for return, unopened samples are not. The account did not recall the procedure at the time of the tissue. .